Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that the bovie tip caught fire during a tonsillectomy/adenoidectomy procedure. There was no pt injury. Oxygen was being delivered via endotracheal tube.